Event description:
It was reported from china that during a labral repair surgical procedure it was observed that the 4.5 healix peek anch.w/ocord anchor device was broken off. It was reported that all broken were removed from the patient. Another device was used to complete the procedure. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e1: facility full name: (B)(6) hospital. E3: reporter is a j&j sales representative. UDI: (B)(4). Investigation summary: photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Visual inspection of the photo reveled that the distal part of the anchor is broken . The shaft appears to be in normal condition. Based on the investigation findings, the root cause is traced to procedural variables, such handling of the devices or product interaction during procedure; axial misalignment occurred and consequently the anchor fracture. As per instructions for use (IFU): improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. It has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.